Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx sling system was implanted into the patient during a procedure performed on (B)(6) 2013 and was explanted on (B)(6) 2015. As reported by the patient's attorney, the patient underwent lysis adhesion removal, salpingo-oophorectomy and appendectomy surgery on (B)(6) 2014. The prefyx sling was replaced with advantage fit system on (B)(6) 2015. Boston scientific has been unable to obtain additional information regarding the event to date.